Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the part stripped in case, and was not functioning properly after this happened causing a delay greater than 30 minutes. No known injury or harm to the patient.